Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a malfunction in the dreamstation 2 advanced auto CPAP. The patient reports black particles in the mask of the device and not the humidifier. The patient reported using an ozone based disinfection device. The patient has never washed device with warm water and mild soap. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.